Event description:
Customer reports, a lady had a total abdominal hysterectomy (tah) and a left salpingo oopherectomy (lso) about 11-07-97. She was taken back to the theater on 11/19/97 after a wound dehiscence. The pt is reported fine.

Manufacturer narrative:
Reference MFR. Complaint #97112101gp. Samples were returned for evaluation, but it was unclear if they were of the complained lot. Microscopic examination of the sutures found no defects which would contribute to breakage. Tensile strength testing met usp specifications. A review of the device history was unremarkable for tensile strength. Co searced co's records and found no previous complaints against this lot. Nursing staff reported they felt the dr may have nicked the suture at the time of use resulting in the dehiscence. Co's testing indicated there was no product problem. Co is closing this complaint.